Manufacturer narrative:
Findings: pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
No blood glucose levels reported. The customer reported that the insulin pump was chipping at the battery compartment of the insulin pump specifically where the battery cap screws in. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.